Event description:
Healthcare professional (hcp) reports one incident of a patient reaction with a psn 210 dialyzer. It was reported that during treatment, patient complained of nausea. Treatment was continued with the same membrane and blood was returned at the end of treatment. No medical intervention was reported per hcp. Pt was subsequently dialyzed with a membrane of a different type without further incident.